Manufacturer narrative:
Pending engineering evaluation. Pending receipt of device and evaluation.

Event description:
Revision of a 15 year old optetrak ps, reason unknown.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of a 15 year old optetrak ps, reason unknown.